Manufacturer narrative:
The device was returned and customer allegation was confirmed. The customer received a loaner device. The cause of the b30 message was electrical continuity error due to water invasion. Plug unit, cable unit and ultrasonic connector had corrosion due to water leakage. Plug unit was dirty due to water leakage. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Connecting tube was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchofibervideoscope exhibited b30 (scope communication) error. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely error code b30 was from electrical continuity error due to water invasion the following information is stated in the instructions for use (IFU): ¿5.7 rinsing the endoscope and accessories following disinfection [caution] after rinsing, thoroughly dry the electrical contacts of the endoscope connector by wiping with sterile lint-free cloths. Otherwise, hard water residue may be deposited on the electrical contacts, which may cause an abnormal endoscopic image when the endoscope is used.¿ olympus will continue to monitor field performance for this device.